Event description:
Subject was walking down st when they claimed leg felt spongy. Admitted to the hosp. Diagnosed as delayed union fractured proximal femur left leg and broken ambi side plate. Plate was removed surgically and replaced with intramedullary hip screw. Two screws for plate also were broken.